Event description:
Reporter alleged the customer awoke at 3:15 am with the hypoglycemic symptoms of being sweaty and incoherent. Reporter stated that there was an attempt to use the aviva system but only error messages resulted. After three attempts, the at home nurse was able to get the readings of 43 mg/dl, 65 mg/dl, and 77 mg/dl all within 10 minutes on the aviva system. Reporter stated that the customer was given pudding and a peanut butter sandwich after the first 43 mg/dl result (and before the other results). Reporter stated that these results were taken some time between 3:30 to 4:15 am and that customer would not have been capable of self-treating. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.